Event description:
It was reported that this right ventricular (rv) lead and a non-boston scientific device exhibited pace impedance measurements of less than 200 ohms. The physician would continue to monitor the patient as all other lead measurements were within normal limits. No adverse patient effects were reported. The lead remains in service.